Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. Reviewing all details to date, it appears clinical and or procedural factors may have impacted on the reported event. It was reported that the device is not expected to be returned; however, if there is any further relevant infomation provided, a follow-up medwatch report will be provided.

Event description:
The jetstream 2.4mm catheter was stuck on the wire on withdraw after it was used. They were done with what needed to be done and when they were pulling it out, it got stuck and it pulled the wire out. There was no secondary product that needed to be used. No patient complications.